Event description:
The patient was hospitalized for elevated blood glucose levels and loss of consciousness. The patient's father reported that the pump was unresponsive.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed.